Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that approximately 14.5 years post index procedure, migration of the previously implanted aneurx and a type ia endoleak were identified. Intervention was carried out during which an endurant cuff was implanted and a reliant balloon was used as an accessory device; 4 endoanchors were also implanted to resolve the event. It was reported that the procedure was successful. No other clinical sequelae were reported.